Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1155, awareness date 07-oct-2015). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. She reported that she experienced rashes, hair loss, severe pain in abdomen and lower back, massive blood clots, heavy and irregular periods, bloating, enlarged uterus, numbness in hands, weakness in legs, headaches, dizziness and brain fog. She had allergy tests, blood panels, urine samples, cat scans, ultrasounds, electroencephalogram and nuclear magnetic resonance performed and all came back negative. She also reported that her left coil was broken at the proximal tip and both coils were too high in her fallopian tubes, almost touching her ovaries. She was going to have a full hysterectomy on (B)(6) 2015. Result and assessment of the product technical complaint investigation received on 22-oct-2015, referring to ptc global number (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a renew of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left coil was broken at the proximal tip (interpreted as device breakage) and both coils were too high in her fallopian tubes, almost touching her ovaries (interpreted as device dislocation). The device dislocation is serious and breakage is non-serious. Device dislocation is listed in the reference safety information for essure and the non-serious event coil on my left side is broken at the proximal tip / inner and outer coils have separated (device breakage) was amended to anticipated (listed) upon receipt of product technical analysis. Considering the nature of device breakage and dislocation and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident since a device removal will be required. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs